Event description:
The doctor has indicated that the screw fractured inside the implant and a remnant of the screw remains in the implant. The screw remnant was not retrievable and the implant had to be removed.

Manufacturer narrative:
The fractured portion of the screw was not returned. Visual inspection confirmed the fractured condition. The screw was broken off inside the implant. Upon visual inspection of the implant, white and bone residues were seen in the external surface of the implant, indicative of patient contact. No lot number of the screw was provided. The device history record for the implant was reviewed and no nonconformities or rework activities were found that would cause or contribute to the condition reported. A definitive root cause has not been determined.